Manufacturer narrative:
H6: the device to be used in treatment has not been returned for evaluation, with no additional information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause on this occasion. Factors that can contribute to the reported event may include, obstruction, alignment with connection or damage, the instructions for use provide comprehensive instructions of the operation, use and limitations of the device. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances of the reported event however this investigation is now complete with no further action deemed necessary at this stage.

Event description:
It was reported that the instruments will not lock into place. It is unknown which procedure was being performed, when the event happened, if there was patient involvement, if there was a delay in the case and if a backup device was available.